Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately high results compared both to her feelings/normal results and to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started reading inaccurately during the week commencing (B)(6) 2016 when she obtained alleged inaccurately high results compared to her feelings of ¿380, 490 and 540 mg/dl.¿ meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient also reported an alleged inaccurate high result on the subject meter of ¿540 mg/dl¿ compared to ¿228 mg/dl¿ on a glucard expressions meter, performed several hours apart. The reported time difference of greater than 30 minutes between results makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages her diabetes with insulin which she self-adjusts. She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate results. She reported that 2-3 weeks after the alleged issue began, on an unknown date in (B)(6) 2016, she developed symptoms of ¿sweating¿. She denied seeking any treatment for her symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. However, the cca also noted that the patient¿s test strips had expired in april 2014, invalidating the results obtained on the subject meter. The patient was advised not to use expired test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.